Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up the battery of this implantable device was suspected to be depleting prematurely. During the previous follow up one year ago, the battery longevity displayed two years remaining. During the most recent follow up the device display end of life (eol) and was unable to be interrogated. This device was explanted and successfully replaced with a new device. No further adverse patient effects were reported. This pacemaker was discarded at the healthcare facility and is not expected for return to boston scientific.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemakers battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during a routine follow-up, the battery of this implantable device was suspected to be depleting prematurely. During the previous follow-up one year ago, the battery longevity displayed two years remaining. During the most recent follow up the device displayed end of life (eol) indicator and was unable to be interrogated. This device was explanted and successfully replaced with a new device. No further adverse patient effects were reported. This pacemaker was discarded at the healthcare facility and is not expected for return to boston scientific.